Event description:
Pericardiocentesis was performed with the perivac catheter in 2003. Three days later an attempt was made to withdraw the pigtail catheter from the patient. The catheter is not intended to be used beyond 24 hours (listed as a precaution in the directions for use). The catheter broke 5-6 cm above the skin. But the catheter broke again. The remaining portion was not removed from the patient, due to difficulty caused by a pre-existing condition (lung cancer). The patient condition was reported as stable.